Event description:
It was reported that, "when inserting an anchor-c screw the surgeon noticed the locking ring was preventing the screw from seating in e plate. The screw was removed and a larger diameter screw was inserted without incident. "

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: inspection of the screw reveals that the locking clip is partially deformed, which has led to the reported event: screw was not able to seat properly on the plate. Functional inspection: no functional inspection is considered relevant because the device is damaged. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: full introduction of anchor c diam.3.5mm self drilling 10mm, cat#48335310 was reported not possible due to the locking ring malfunction. The screw was returned, inspected and a deformation of the locking ring which generated the reported event confirmed. No anomaly that could be associated with the event was reported during the manufacturing of this batch. The present event is the consequence of the deformed locking ring, itself deformed due to an interference with the plate housing, probably due to an incorrect insertion path for the screw. The reported event is believed to be the result of the condition of use.

Event description:
It was reported that, "when inserting an anchor-c screw the surgeon noticed the locking ring was preventing the screw from seating in e plate. The screw was removed and a larger diameter screw was inserted without incident. "